Event description:
During normally scheduled product maintenance, it was observed that the device was displaying a service icon and had multiple error codes in memory that indicate a potentially critical failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio control evaluated the device and the main pcb assembly was replaced. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported problem was a relay, designator k2, which did not make a good contact during transfer, causing the error codes and an improper energy output.